Event description:
Patient reported right side "probably rupture", and "palpable lump" and "silicone deposit immediately anterior to the implant from a previous implant rupture and less likely possibility of a focal intracapsular rupture". Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 07 jan 2025.

Manufacturer narrative:
The event of rupture has been removed and is no longer reportable to the FDA. Granuloma is not related to the device. There is no complaint against the device.

Event description:
Healthcare professional reported right side "implant was not ruptured" and additional "palpable lump" is attributed to previous device. The event of rupture is no longer reportable to the FDA and the event of granuloma is not related to this device. There is no complaint against this device as it was found intact.

Event description:
Patient reported right side "probably rupture", and "palpable lump" and "silicone deposit immediately anterior to the implant from a previous implant rupture and less likely possibility of a focal intracapsular rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.